Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) female pt to report that the charger/modem would not recognize a battery pack. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (does not recognize battery pack) was confirmed. Upon eval, the screw which connects the battery board to the enclosure top was not completely fastened. The cause of the inability to recognize a battery pack is the poor connection between the battery pack and the battery board. The cause of the poor connection is the poor fit of the battery board inside the enclosure. The cause of the poor fit is the partially fastened screw. The root cause of the partially fastened screw cannot be positively identified, but is likely assembly error. No adverse event resulted from the defective charger/modem. The pt rec'd a replacement charger/modem.